Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) cust cant obtain. Implanted: (B)(6) 2016 explanted: (B)(6) 2016. Product type screening device. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient with a history of chronic pain reported via the manufacturer's representative (rep) that on (B)(6) 2016 they developed cellulitis in the area of their surgical incision "several" her trial leads were pulled. There were no factors that may have led or contributed to this issue and it was unknown what diagnostics or troubleshooting was performed related to the issue. Following this the consumer was admitted to the hospital and received IV antibiotics which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.